Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on sep 09, 2025 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation, the manufacturer observed that there is a dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, rear panel, bottom enclosure, pca (printed circuit assembly), blower motor, blower grommets, and the blower bellow. The device was returned missing the accessory module flip door, sd (secure digital) card, and the philips pollen filter. Potential no clean flux on the sd card slot of the pca. Potential liquid was spilled on the exterior of the ui panel. A small nick on the edge of the top enclosure consistent with hitting or dropping the device. A keratin-like substance was observed on the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a presence of dust like contaminate, keratin-like substance and unable to address the patient's symptoms. Evaluation method code grid, evaluation results code grid, conclusion code grid was updated.